Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient's infusion set fell off during use (B)(6) 2024. The issue occurred with five infusion set used for few hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1883876- MDR 3003442380-2024-07347- device 5 of 5.